Event description:
This device was explanted due to unexplained loss of capture on rv channel. Hosp ECG recordings showed occasional loss of ventricular capture and the pt had syncopal episodes. However, device interrogation showed normal function. The physician replaced this device and the competitive rv lead with new competitive device on (B)(6) 2012. We were informed that this pt fell; the device was interrogated after the fall showing normal function. However, at a later date the pt was in a hosp and the aforementioned pacing pauses were noted.